Event description:
Patient reported pain and dissatisfaction. Revision to a total knee replacement occurred.

Manufacturer narrative:
Patient reported pain and dissatisfaction. Revision to a total knee replacement occurred. Review of the device history record indicates that the device was manufactured to specification.